Event description:
The user facility reported that the distal portion of an i.v. Catheter was noted to be detached during removal. F/u communication confirmed: the nurse inserted the catheter into the pt's arm and observed a blood flashback; after removing the introducer needle, she noted, there was some blood in the hub, but when she attached a syringe, she was not able to aspirate anything from the hub so, she decided to pull the catheter out; upon removal, the nurse realized that some of the catheter tubing was missing; the pt was sent to surgery where the detached distal portion of the catheter was found in the soft tissue surrounding the vein rather than in the vein itself and successfully retrieved.

Manufacturer narrative:
Results/conclusions - based on user facility info; based on reserve sample eval. The involved device has not been returned for eval, which limits the failure investigation. Retention sample eval confirmed proper assembly and that performance specs were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the user facility info is most consistent with the catheter having been damaged and/or severed by contact with a sharp object (such as the introducer needle bevel) during the catheter placement process, then completely separated when it was pulled during removal. There is no indication that there was any relation to a device defect or malfunction. All available info has been forwarded to the MFR facility for appropriate tracking, trending, and f/u. (B)(4).